Event description:
Pt admited and fetal monitor was applied. Monitor indicated fetal distress. This ended up being a malfunction. The pt was prepped for a c-section but it was cancelled. The physician performed an ultrasound x 2 at the bedside and found their was no distress. Machine taken out of service.